Manufacturer narrative:
Correction: after additional follow-up h6 method code was determined to be 4114 rather than 4117.

Manufacturer narrative:
Date of the event is estimated. During processing of this complaint, attempts were made to obtain complete patient information. The results of the investigation are inconclusive since the device was not returned for analysis.  Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported the patient was unable to charge his ipg. Surgical intervention may take place to address the issue.

Event description:
Additional information found the patient had their ipg explanted and replaced to address the issue. Therapy was restored.